Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarm. Customer¿s blood glucose level was 90 mg/dl. Customer reported they were able to clear the alarm and able to rewind the insulin pump. Customer reported that the insulin pump was not dropped or bumped. Customer reported that the insulin pump failed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.